Manufacturer narrative:
Device received with blank display due to moisture damage to electronics assembly. Motor was also moisture damaged. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 500 mg/dl. Customer declined troubleshooting for high blood glucose level. Customer did not mention any symptoms related to high blood glucose level. Customer stated that the insulin pump had blank display. Customer stated that the insulin pump display was not blank less than 30 seconds and did not return. Customer reported that the display was blank currently. Customer reported that they have a new battery, which was stored at room temperature and within expiration date. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states that the insulin pump was not been exposed to moisture. Customer also stated that insulin pump had failed battery alarm. The insulin pump will be returned for analysis.